Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side no complaint against the device. Healthcare professional later reported a left side rupture. Device has been explanted and replaced.